Manufacturer narrative:
The synchroseal instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, a piece of the blade detached from the synchroseal instrument. The user was able to complete the procedure with no further issue reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. There were no instrument collisions. The fragment that fell inside the patient was retrieved during the same procedure. There was no further injury to the patient.